Event description:
It was reported that the external pulse generator was not able to be turned on. The generator was returned for service. It was indicated on the return paperwork that there was no patient death associated with this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis confirmed the reported event, the device would not power up with the battery received with the device, the battery voltage was too low. It was also noted that the upper and lower case halves were broken and contaminated, one bail cover was missing, one bail cover was contaminated, the lead flex cover was corroded, both printed circuit board (pcb) flexes were creased, one bail was missing, the ring cover and battery drawer were contaminated and the keyboard window was scratched.